Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she lost three reservoirs due to being unable to move the plunger. She stated that she was unable to push air into the vial. She reported that when she tried to attach the transfer guard that the needle was bent. The blood glucose reading was 400 mg/dl. Nothing further was reported.